Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into the bag. It was suspected that the dead ender (blue winged luer cap) on the end of the line was not fully tightened. The deice contained fluorouracil 3500 mg in 115 ml of sodium chloride 0.9%. This was discovered upon delivery of the device, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed droplets of fluid inside a yellow bag that contained the folfusor device which suggested a leak may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.